Manufacturer narrative:
The hill-rom technician found the scale power control board needed to be replaced. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the scale power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would set, but was not alarming. The bed was located in 8w 1007 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).